Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4) the device was returned, analyzed, and the battery depletion was found to be normal. Evaluation summary: (B)(4) battery - battery depletion -normal. (B)(4) no anomalies found. (B)(4) full lead.

Event description:
It was reported that the device reached elective replacement indicator and the lead had a potential performance problem. Both the device and lead were explanted and replaced. No patient complications were reported as a result of this event.